Manufacturer narrative:
This report is being filed to add a patient code.

Event description:
It was reported that during the implant first attempt was made to location the target area, but the desired parameters were not achieved. A second attempt was completed to implant this lead, but the parameters were not satisfactory. The physician tried to retract the helix but the helix did not retract thus the lead was attempted to be repositioned by rotating the lead counterclockwise to disengage the tissue. During this step the helix got separated from the lead body and left inside the septum. This lead was not used. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the initial reporter information.

Event description:
It was reported that during the implant first attempt was made to location the target area, but the desired parameters were not achieved. A second attempt was completed to implant this lead, but the parameters were not satisfactory. The physician tried to retract the helix but the helix did not retract thus the lead was attempted to be repositioned by rotating the lead counterclockwise to disengage the tissue. During this step the helix got separated from the lead body and left inside the septum. This lead was not used. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct type of reportable event, adverse event/product problem and outcome attributed to adverse event.

Event description:
It was reported that during the implant first attempt was made to location the target area, but the desired parameters were not achieved. A second attempt was completed to implant this lead, but the parameters were not satisfactory. The physician tried to retract the helix but the helix did not retract thus the lead was attempted to be repositioned by rotating the lead counterclockwise to disengage the tissue. During this step the helix got separated from the lead body and left inside the septum. This lead was not used. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during the implant first attempt was made to location the target area, but the desired parameters were not achieved. A second attempt was completed to implant this lead, but the parameters were not satisfactory. The physician tried to retract the helix but the helix did not retract thus the lead was attempted to be repositioned by rotating the lead counterclockwise to disengage the tissue. During this step the helix got separated from the lead body and left inside the septum. This lead was not used. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix tip was broken and missing. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid and tissue in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position and reposition the lead caused the helix to break.

Event description:
It was reported that during the implant first attempt was made to location the target area, but the desired parameters were not achieved. A second attempt was completed to implant this lead, but the parameters were not satisfactory. The physician tried to retract the helix but the helix did not retract thus the lead was attempted to be repositioned by rotating the lead counterclockwise to disengage the tissue. During this step the helix got separated from the lead body and left inside the septum. This lead was not used. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant first attempt was made to location the target area, but the desired parameters were not achieved. A second attempt was completed to implant this lead, but the parameters were not satisfactory. The physician tried to retract the helix but the helix did not retract thus the lead was attempted to be repositioned by rotating the lead counterclockwise to disengage the tissue. During this step the helix got separated from the lead body and left inside the septum. This lead was not used. No additional adverse patient effects were reported.